Manufacturer narrative:
The device was received deployed. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Blood was found on the device adhesive pad, but the formed needle was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 14.1 mmol/l (253.8 mg/dl). The pod was worn between 4 and 24 hours on the arm. It was noted that the cannula was bent. The infusion site was observed to be bloody with fluid leaking. Hyperglycemia treated with a new pod.